Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. It was noted that imaging was difficult due to patient anatomy. One clip was deployed without issue. A second clip was advanced into the anatomy. During steering of the second clip, the physician touched the first clip causing it to detach from the septal leaflet resulting in a single leaflet device attachment (slda). The physician attempted several grasping attempts with the second clip, but was unsuccessful, and it was noticed at that point that one of the grippers was broken. The clip was removed from the patient anatomy. Two additional clips were deployed successfully stabilizing the first clip and reducing to tr to a grade of 1.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. It was noted that imaging was difficult due to patient anatomy. One clip was deployed without issue. A second clip was advanced into the anatomy. During steering of the second clip, the physician touched the first clip causing it to detach from the septal leaflet resulting in a single leaflet device attachment (slda). The physician attempted several grasping attempts with the second clip, but was unsuccessful, and it was noticed at that point that one of the grippers was broken. The clip was removed from the patient anatomy. Two additional clips were deployed successfully stabilizing the first clip and reducing to tr to a grade of 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and the reported image resolution poor is related to patient and procedural conditions as imaging was reported to be difficult due patient anatomy and imaging quality. The reported device damaged by another device (dislodged) appears to be related to procedural conditions associated with challenging imaging causing the second clip to interact with this first implanted clip, causing slda of the implanted clip. Additionally, the slda was also related to patient anatomy (restricted septal leaflet and rotated heart). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.